Manufacturer narrative:
It was reported that a patient underwent an af cardiac ablation procedure with a vizigo sheath and a leakage issue was observed. The picture evaluation was completed on 22-jan-2026. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the vizigo sheath was observed buckled up and bumped; however, no broken condition was observed. No other damages or anomalies were observed. Also, the photo does not provide sufficient information related to the leakage issue reported by the customer; therefore, no results can be obtained from it. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the photo provided. In addition, biosense webster inc. Analysis finding of the ¿the tip of the vizigo sheath was observed buckled up and bumped. -investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the photo provided and the customer¿s reported leakage issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 09-feb-2026. The situation where the circular hole is dilated is not related to leakage, but it can affect the safety of the sheath tip in the body and pose a risk of scratching the inner wall of the blood vessel. Additional picture provided which provides additional evidence related to the reported failure. Therefore, updated h6.medical device problem code from "material too soft / flexible (a040608)" to "mechanical problem (a05)." The product investigation was reopened to update the investigation findings to include the additional picture provided by the customer which resulted in the following updated investigation. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the vizigo sheath was observed buckled up and bumped; however no broken condition was observed. No other damages or anomalies were observed. Additional picture provided by the customer revealed a leakage on the hub section; however, the hemostatic valve position cannot be observed. Also, no damage was observed on the hub or the brim cap that may indicate the leakage source. The potential cause of the leakage cannot be determined based on the photo provided by the customer. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the photo provided. In addition, biosense webster inc. Analysis finding of the ¿the tip of the vizigo sheath was observed buckled up and bumped¿. -investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the photo provided and the customer¿s reported ¿leakage on the hub section¿ and ¿the tip of the vizigo sheath was observed buckled up and bumped¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an af cardiac ablation procedure with a vizigo sheath. Leakage of fluid. Additional information was received. The situation where the circular hole is dilated. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 22-apr-2026. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. A customer picture of the tip bumped was received; however, the physical device was received and no issues with the tip were observed. Additionally, it was revealed that the hemostatic valve was broken. Further analysis under image magnification showed stress marks on the hemostatic valve. No other issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leakage issue was confirmed as it could be related to the condition observed on the valve. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The dilator exits irrigation hole issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿leakage of fluid¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was broken¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) / component code: tip (g04129) were selected as related to the customer¿s reported ¿circular hole is dilated¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an af cardiac ablation procedure with a vizigo sheath and a leakage issue was observed. Leakage of fluid. No patient or user injury reported. No noticeable delay. Additional information was received on 26-dec-2025 which confirmed a leakage issue. Additional information was received on 04-jan-2026. Event should be updated as catheter leaks. During the operation, fluid (saline solution) escaped from an unintended location of the device. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received on 14-jan-2026. Section where the issue was observed was the brim cap. It had round holes open issue. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap and the hub did not become detached from the sheath. The sheath was being used on the patient. The air did not enter the patient¿s body. Picture provided. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).